Manufacturer narrative:
(B)(4). Batch # r9256t. Investigation summary: the device was returned with the blade cracked inside of the tube. The device was connected to the gen11 to test functionality. It did not pass functionality testing and an alert screen was displayed. Upon disassembly of the device, it was noted that the blade was cracked inside of the tube at the curvature side/opposite curvature side. This is consistent with a side load being applied to the blade while active with the jaw closed. The device was disassembled to inspect the internal components and no anomalies were found., related to the reported event. When the device was disassembled it was found that there was a cracked internal component; the y-link. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hysterectomy procedure the generator alerted to clean blade. After doing so it alerted to replace instrument. They rebooted the generator and re-tightened the device and it alerted to replace device again. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.